Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was not able to access anything in pyxis while login. After selecting the user type, the user was able to login, but no buttons were available to remove, return or waste. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the user could not access anything in the pyxis. A technical support specialist attempted to contact the customer by phone but received no response. A follow-up email was sent, but no reply was received. The examples previously provided by the customer were already resolved, and no active issue remained for further investigation. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was not able to access anything in pyxis while login. After selecting the user type, the user was able to login, but no buttons were available to remove, return or waste. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.